Manufacturer narrative:
Through follow-ups, customer stated that there was no patient involvement. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
Customer reported that the v60 ventilator has a multitude of data acquisition related error messages. The customer reported that the device was in clinical use at the time the reported issue was discovered; however, there was no patient harm.